Event description:
Event description boston scientific, crm received information that this pacemaker was unable to establish telemetry and had no pacing output and no capture. The device is part of the hermetic sealing second advisory population as described in the physician communication on january 21, 2006. At the last follow-up on june 29, 2006, this device had a predicted six to nine months of life remaining. A boston scientific, crm technical services (ts) consultant recommended that the device not be further interrogated. The device was explanted the following day, and a new pacemaker was implanted without further complication. No adverse patient effects were reported.